Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes

Event description:
Per medical records it was reported that on (B)(6) 2009 the patient underwent : 1 . L5-s1 bilateral laminectomy for decompression . 2 . L5-s1 discectomy for decompression . 3 . L5-s1 interbody fusion with peek allograft and rhbmp-2 (bmp) . 4 . L5-s1 posterolateral fusion with bone . 5 . L5-s1 posterolateral fusion with instrumentation . 6 . Intraoperative neuro-diagnostic monitoring . Preoperative diagnosis: 1) l5-s1 disc herniation 2) cauda equina syndrome. Perop notes: in preparation for interbody fusion , the endplates were prepared by removing cartilage endplate while leaving bony endplate . The disk space was then sized . A peek allograft was selected . This was packed with rhbmp-2 (bmp) . It was then inserted into the disk space and fluoroscopic guidance . Attention was then directed laterally where the transverse process were exposed and decorticated . Allograft bone was laid down laterally to achieve l5-s1 posterolateral fusion . At this time , posterolateral instrumentation was performed with pedicle screws placed using fluoroscopic guidance into the ls-51 pedicles . The impedance of the pedicles were found to be acceptable . The pedicle was then connected with a small rod and placed under compression and secured with setscrews . Patient alleges unspecified injury due to the use of rhbmp-2.